Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the suture sleeve of the left ventricular (lv) lead broke down the middle while attempting to sew in place. It was also noted that the suture sleeve was loose on the lead. A new suture sleeve was used to resolve the event. The patient experienced no consequences.